Event description:
Complainant alleged that during incoming inspection, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including complete functional testing, on/off current testing and shock testing using a test battery pack, without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.